Event description:
The customer reported to olympus, the videoscope after connecting the main unit, a sandstorm would occur as well as scope error e218. The issue occurred during preparation for use in a therapeutic procedure. The procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the bending section cover had a scratch. Adhesive on bending section cover had a chip. Switch 1 was damaged. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Video connector case had a crack. Video connector was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "static image appeared after the main body was connected: and phenomenon 2 "e218 was displayed and a message showed that the device was faulty was displayed" likely occurred due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The event can be detected/prevented by following the instructions for use which state: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 "inspection of the endoscopic system¿ describes how to inspect for the subject events as below. Olympus will continue to monitor field performance for this device.